Manufacturer narrative:
The product was not returned for analysis, nor were imaging studies. The data logs were retuned for analysis. The root cause of the parietal stroke was unable to be definitively determined as the pump was not returned from the field, but may have related to the reported carotid disease and repeated delivery attempts. No corrective action is recommended as the root cause was unable to be determined. Failures of this type will continue to be monitored for trends.

Event description:
A patient with multiple cardiovascular comorbidities was admitted in cardiogenic shock and had an impella placed via the right axillay artery and graft. The impella supported the patient for 4 days until explant. During the support and subsequent hospital stay the patient was noted to have suffered a parietal stroke. The cause of the stroke is unknown, and the use of impella could not be excluded by the medical team as a contributor to the neurological event.